Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient's cardiac defibrillator showed several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made at the patient's next follow-up. The patient was stable before, during and after the reprogramming.